Manufacturer narrative:
The head/neck assembly was returned and examined (the stem was left implanted). The head is securely impacted on the neck. The laser marks between the head and neck are aligned. There is slight damage in the locking region of the neck. There are burnish marks on the bottom surface of the neck. Additional mdrs associated with this event: 3025141-2019-00356 follow up 1: neck; 3025141-2019-00357 follow up 1: stem.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient. At some point post op, the head/neck assembly dissociated from the stem. Revision surgery was performed on (B)(6) 2019 to replace the head and neck components (the stem remained implanted).

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00356: neck. 3025141-2019-00357: stem.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient. At some point post op, the head dissociated from the rest of the implant system. Revision surgery has not been performed to date.